Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to a lead revision procedure. Upon review, the right ventricular lead was dislodged. The physician explanted and replaced the lead. The patient was in stable condition.